Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that there were no failures found and the system performed as intended. Codes b01, c19, and d14 are applicable. Multiple fdd/annex a codes were reported. A05 was coded for the flat emitter was displaying as faulted. A0907 was coded for unable to register. A1102 was coded for the localizer faulted error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a standard functional endoscopic sinus surgery (fess). It was reported that they were unable to register during a procedure. While troubleshooting the site found that the flat emitter was displaying as faulted. The site unplugged the emitter and the emitter connected as designed and the site continued with case. There was a surgical delay of 5-10 minutes. A patient was present. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, ubd: unknown, UDI#: unknown. H2: additional information was received and added to section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.